Event description:
It was reported that the device dislodged during initial implant after tether release. The device was successfully retrieved and implanted to resolve the event. The patient was stable and there were no adverse consequences.